Event description:
The customer reported that the insulin pump kept beeping. The blood glucose reading was 140mg/dl. Troubleshooting was performed. The customer stated that the device had a frozen display and the time clock was not advancing. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.